Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is inconclusive for filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dl900j vena cava filter allegedly tilted. The information was received from a single source. One patient was involved with no reported patient injury. The male patient weighs 140 kgs and age was not provided.